Event description:
It was reported that during a percutaneous transluminal angioplasty there was catheter damage noted. The 100% stenosed totally occluded lesion was located in the mildly calcified distal superficial femoral artery. The physician advanced the f/g, sterling, mr, 3.0 x 60/135 (4f) over the wire past the distal aspect of the wire and the shaft kinked. Then the catheter prolapsed back upon itself and the wire came out through the kink in the catheter. The balloon was still able to be inflated and the procedure was completed with no adverse event to the patient. The patient status is ok.